Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening the packaging of the bd oralpak ¿ oral doser, the syringe visually had what appeared to be fungi inside. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Upon further review, this product is not considered a medical device in the us and should not have been reported.

Event description:
It was reported that when opening the packaging of the bd oralpak ¿ oral doser, the syringe visually had what appeared to be fungi inside. Found before use. No reports of serious injury or medical intervention noted.